Event description:
This unsolicited case from (B)(6) was received on 10- jul-2017 from a physician. This case concerns a patient who received treatment with synvisc one injection and later after unknown latency experienced massive allergic reaction. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot and expiration date: not provided). On an unspecified date, after unknown latency, patient developed massive allergic reaction and surgery (nos) became necessary. Infection was excluded. The physician wanted to know whether chicken protein could be responsible for the event or not. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.

Event description:
This unsolicited case from (B)(6) was received on 10-jul-2017 from a physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and later 2 days after starting treatment, the patient experienced massive allergic reaction/allergic synovitis of right knee joint (allergic reaction and synovitis of knee). No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, batch/lot and expiration date: not provided) for gonarthrosis right. On (B)(6) 2017, 2 days after starting treatment, the patient developed an allergic synovitis of right knee joint with acute knee swelling after injection. The patient had massive allergic reaction. Infection was excluded. The physician wanted to know whether chicken protein could be responsible for the event or not. The corrective treatment included arthroscopy right knee, synovectomy, antibiotics. On (B)(6) 2017, the lavage was done and on the same day, the patient was hospitalized. As of the same day, the patient's creactive protein (crp) was 90 md/dl, blood sedimentation rate (bsr) was 50. On (B)(6) 2017, the patient was discharged. Causal relationship: probable. Corrective treatment: arthroscopy right knee, synovectomy, antibiotics and lavage for both the events. Outcome: recovering for both the events. Seriousness criteria: hospitalization/prolongation and required intervention for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 11-jul-2017 from orthopedist. Product indication was added. Global ptc number was added. Text was amended accordingly. Additional information was received on 12-jul-2017. Global ptc results were added. Text was amended accordingly. Additional information was received on 17-oct-2017 from orthopedist. The patient's demographic details were added. The additional event of "allergic synovitis of right knee joint" was added with details. The event term was updated from "massive allergic reaction" to "massive allergic reaction/allergic synovitis of right knee joint". The symptom of "acute knee swelling after injection" was added. The suspect product start date was added and indication was updated from arthrosis to gonarthrosis right. The event onset date was added. The laboratory details of crp and bsr were added. The reporter causality (probable) for the event was added.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician. This case concerns a patient who received treatment with synvisc one injection and later after unknown latency experienced massive allergic reaction. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, batch/lot and expiration date: not provided) for arthrosis. On an unspecified date, after unknown latency, patient developed massive allergic reaction and surgery (nos) became necessary. Infection was excluded. The physician wanted to know whether chicken protein could be responsible for the event or not. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same. Seriousness criteria: required intervention. Additional information was received on (B)(4) 2017 from orthopedist. Product indication was added. Global ptc number was added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician. This case concerns a patient who received treatment with synvisc one injection and later after unknown latency experienced massive allergic reaction. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra-articular synvisc one injection, once (dose, batch/lot and expiration date: not provided) for arthrosis. On an unspecified date, after unknown latency, patient developed massive allergic reaction and surgery (nos) became necessary. Infection was excluded. The physician wanted to know whether chicken protein could be responsible for the event or not. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance. Effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2017 from orthopedist. Product indication was added. Global ptc number was added. Text was amended accordingly. Additional information was received on (B)(4) 2017. Global ptc results were added. Text was amended accordingly.